Event description:
Since implant, the patient developed a large protrusion on his backbone where the leads were implanted. The leads were bunched up in his back. The patient felt pain when he puts pressure on it while sitting back on a chair or lying in bed on his back. The initial implant was a 'disaster' (no specific information reported). It was reported that the lead had migrated and that a revision was needed. One hcp hadn't seen the patient since 2008; a second hadn't seen him since 2010. It was also reported that the patient hadn't seen his physician or spoke with a medtronic representative about the problem. The implantable neurostimulator wasn't reprogrammed. No surgery was associated with the issue. The patient was no longer having problems with the system.

Manufacturer narrative:
(B)(4).